Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through review of the event history log. The system error 105 was found to be caused by severed motor mount screws and damage to the input/output printed circuit board (I/o pcb). The failed motor assembly, screws and I/o pcb were replaced.